Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that the trial worked great, the implant failed to provide even a fraction of relief. Pt had their trial it was life changing and took away the pain like it was suppose to but as soon as pt was implanted they never got relief as where they got the relief from the trial. Pt noted they were in a few pain (B)(6) groups with the common syndrome. Pt had their implant reprogrammed several times and had items replaced. Pt even had the leads moved one time (pt believed in 2019) but that did not resolve the issue. Pt noted its more that the leads were not in the right place they thought but they don't get relief. Ps reviewed role of a rep and offered to contact a rep but pt noted they had a reps number since they got reprogrammed about a month ago and pt noted there was not much patient services could do. Pt was told to call so they did. The patient was redirected to their healthcare provider to further address the issue. Pt noted they will see their hcp today for an injection to see if it could help but pt was thinking about getting the ins removed for it does not do them any good since the day they were implanted. See cases # (B)(4) for the report of pt had several items replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-apr-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they cannot remember what happened in 2022. They've had many many problems with the device. Patient was never redirected to their healthcare provider (hcp).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for call was patient reported that they have had issues with their stimulator since it was implanted. Patient mentioned that they saw a representative about a year and a half ago who turned off one of the leads in their back off because they couldn't see the x-rays for some reason; patient added they had the lead turned off in probably (B)(6) 2024. Patient mentioned that they are not sure what side the lead is on and if that side needs to be turned back on. Patient noted that they need a doctor to fix the lead; agent offered patient a physician listing but patient declined and said they want to speak to a rep first. Patient stated that they need help with the stimulator because one side isn't working. Patient reported they need a rep in their area; agent offered and sent an email to the field. Patient mentioned that they are interested in the stimulator that just came out and are wondering if that would be a better fit for them. When asked for an event date; patient stated that they had their pain doctor in (B)(6) move the lead around once maybe in 2019 or 2020, but it has never been right since and they have never gotten anywhere near the relief that they got during the trial. Agent sent an email to the field for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported the cause is the lead needs to be replaced. Steps taken were the doctor and rep researched original device placement, and patient has another appointment next month. The patient is exploring the possibility of replacement with another manufacturer, so the issue has not been resolved yet.